Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information: the manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, one day following onset the patient had a flap lift and irrigation on the right eye to wash out the diffuse lamellar keratitis (dlk). The patient was improved and there was a small amount of dlk still present. Three days later a second lift and irrigation was performed on the right eye; since that time the dlk has been resolved. The reporter also indicates that the patient developed a paracentral area of corneal haze while the dlk was active and a small amount of haze continues to linger. The corneal haze is slowly dissipating since the last postoperative visit and the patient is happy and doing well over all.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis of the right eye four days following lasik treatment. The patient reported, halos, glare, shadows and a blur of the right eye more so than the left. The topical steroids were increased and an oral steroid pack was prescribed. The patient was given options of additional follow up visits for a potential flap lift but patient refused due to work and will be seen at a time when further treatment can not be performed.